Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿k011028/k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Customer reported that there was mobility on the implant attachment, unscrewing was painful, and the implant was mobile. It was found that the implant at tooth location #10 was fractured along with bone loss and infection and had to be removed. Symptoms as a result of the event: pain and inflammation.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. H6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. One (1) impl tapered scr-v ha 3.7 mm 3.5mm 13mm (tsvh13) was returned for investigation. Visual evaluation of the as returned implant identified that the implant was fractured at the bottom section and that it had signs of usage/wear and bone debris on external threads. Zimvie is not responsible for any damage caused by the clinician's removal of the device. The product was returned, and the reported event (implant fracture) was confirmed following visual evaluation. Bone loss and infection could not be confirmed. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported events. Monthly post market trending review identified no adverse trends or actionable trends for the reported events or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot (63548729) revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The complaint is related to the functional performance of the device. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. Therefore, the reported events could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation for fracture is improper loading and used outside of intended use; for bone loss and infection the most likely probable causes are related to medical conditions/patient habits and surgical technique. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.